Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a donor nephrectomy procedure, the jaws did not grasp the tissue firmly and the device cut the tissue poorly. A new device was used to continue. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.